Manufacturer narrative:
Customer sample was not available for testing at immucor because sample was qns. Product was expired when complaint received in immucor investigation lab, so could not be tested as retention. Presence of e antigen confirmed on another complaint record at a time when the product was in date. At that time, the retention product performed as expected. Electronic review of customer galileo well images show all wells negative. Customer identified anti-e using tube method and peg.

Event description:
A customer reported obtaining unexpected negative reactivity with capture-r ready-ID (lot number id194).